Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and weakness coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefotaxim 1 gram intraperitoneally with the last physioneal bag (duration not reported), staphylex 2 grams intraperitoneally with the last physioneal bag (duration not reported), and liquemin 1000 ie intraperitoneally with the last physioneal bag (duration not reported) for the peritonitis event. Extraneal therapy was ongoing, but it was not reported if physioneal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time.